Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional clarification has been requested. (B)(4).

Event description:
In a literature study entitled, "changing refractive outcomes with increasing astigmatism at longer-term follow up for infant cataract surgery," there was a report of an infant who was implanted with an intraocular lens (iol) at the age of (B)(6). The infant had a changing refractive outcome over the course of 7years with increasing astigmatism and esotropia. The infant had a changing refractive outcome over the course of 7years with increasing astigmatism and exotropia. The article mentions findings of three patients with nystagmus and 58% of the total patients had reproliferation with yag laser treatment. Additional clarification was requested. There are 13 medical device reports associated with this literature study.